Event description:
The doctor reported that a patient developed burning, tingling, and sloughing of the tissues surrounding the integrity temporary. The docter recommended that the patient rinse with oxyfresh. There was no medical intervention and the doctor reported that the patient is doing fine.